Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: the black box history went back to (B)(4) 2014. Due to continuous use of the pump the black box data and histories for the event on 05/10/2014 have been overwritten. The available pump black box and alarm history showed no call service alarms. The pump was exercised for 24hrs with no call service alarms being duplicated. There was no evidence of internal moisture or damage to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging call service alarm issue. Customer technical support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.